Manufacturer narrative:
Product analysis: at analysis it was noted that the programmer had internal corrosion on the link electronic module, power supply, radiofrequency transformer and around the bezel and on the display. Due to the extensive damage the programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which was initially returned as a loaner restock subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.